Event description:
The customer reported that they were receiving a "no settle" error message and the warning buzzer on the system rings.

Manufacturer narrative:
(B) (4). The plan to repair the system is under negotiation.